Event description:
It was reported that a patient presented to the ER due to receiving inappropriate therapy for an atrial flutter with 1:1 conduction. The device detected the rhythm as an svt. The device was reprogrammed.

Manufacturer narrative:
No medwatch form was received. (B)(6).